Manufacturer narrative:
Device history records were reviewed for pv-acrec-04m, lot c25-0216 and no manufacturing abnormalities were discovered. All dimensional inspections were within specification. Nonconformance history was reviewed for this case, and no nonconformances were identified. Upon further communication with the field representative, it was reported that the patient had an underlying condition that was not known at the time of planning or surgery, which caused the bone to be significantly less reliable than planned for. This likely resulted in an inability to seat the patient-specific implant in the optimal/planned position; however, a root cause could not be established conclusively.

Event description:
It was reported that an onkos acetabular pelvic implant designed in case (B)(4) was unable to fit into the patient's anatomy; therefore, an off-the-shelf option was used instead. The length of surgical delay is not known. This event will be reported as a malfunction, as the event could have contributed to a serious injury.